Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Concomitant medical products: ps tibial articular surface provisional; p/n: 42517400510, l/n: 62311022. Tibial articular surface provisional; p/n: 42527000707, l/n: 63307354. Tibial articular surface provisional; p/n: 42517000303, l/n: 62301862. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned device exhibits signs of repeated use (nicked or gouged). The dovetail feature is compressed & fractured on the lateral & medial side of post, not all pieces returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00845, 0001822565 - 2020 - 00849.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. No adverse events have been reported as a result of the malfunction.